Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported material fracture. The cutting edges are damaged at the top of the flutes. The item was tested on a calibrated rockwell hardness tester and was found to be within specifications as called out by dwg-217842310. Previously, CAPA (B)(4) was initiated in response to the type of reporting found in com-017538 (bit fracture). It was found the root cause of the fracture was not product/material related and was most likely due to overload conditions. Dva-105506-pra was initiated to assess the patient risk involved with this type of instrument breakage. The pra elevated to hhe and no corrective action was indicated. The returned drill bit has been etched with a manufacturing lot code of ng0509 which indicates it has been in distribution since may of 2009. The root cause is attributed to a combination of wear out/heavy use and user error in overload. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The remaining piece of the pin was left in the bone.